Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found there is a malfunctioning on slot 3 dsm. Upon troubleshooting, fse found that some fuse blown in dsm and in pdu and dsm pcb fuse got blown again. To resolve the problem, fse replaced the fuse and the sound still burst came, so replaced the dsm pcb. After replacing pdu dsm, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.